Manufacturer narrative:
(B)(4). Evaluation summary: visual inspection was performed on the returned device. The reported deployment issue was unable to be confirmed as the stent had already been fully deployed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history of the reported lot revealed no other incidents. It should be noted that the supera instruction for use (IFU) instructs: while maintaining increased magnification from step 3, rotate the deployment lock to the unlocked position. Under fluoroscopy, slowly advance the thumb slide to the distal most position on the handle. Confirm under fluoroscopy that the entire supera stent has emerged from the outer sheath and is released. The investigation was unable to determine a cause for the reported difficulty. There is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.

Event description:
It was reported that the procedure was to treat a lesion located in the popliteal artery that was heavily tortuous. Following pre-dilatation, a supera peripheral self expanding stent (ses) 5.0 x 80 6f 120 cm was deployed. It was thought that the entire stent had completely come out of the sheath, however it did not detach and when the deployment system was removed from the anatomy, the stent came with it. It was reported that the delivery system was not removed under fluoroscopy. Another supera ses was used to complete the procedure. There was no reported adverse patient effect. There was no reported clinically significant delay in the procedure. No additional information was provided.